Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the third arm of the single port (sp) instrument arm drape kept detaching. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found the accessory was installed at the in-house system and passed recognition and engagement without any issues. All four instrument sterile adapter was successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes was also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. Visual inspection was performed and there was no damage found. No product issue was identified. The complaint regarding the third arm instrument arm drape kept detaching was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: during a procedure using the da vinci surgical system, an issue occurred with the camera drape engagement; however, it was unclear whether the problem originated from the instrument sterile adapter for arm or the drape ring above drive 3. Troubleshooting attempts were unsuccessful, so the procedure could not be completed with the original drape, resulting in the need to replace it with a new one. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.